Event description:
It was reported that the surgeon inserted and removed cc4204bf collamer plate lens. Add'l info requested but none forthcoming. If add'l info is received, a supplemental report wil be submitted.